Event description:
It was reported that the pt hasn't had any speech understanding with her ci since implantation, despite the single channels could be stimulated. The pt has a radical cavity. Many fitting attempts to improve did not help. Impedances have always been unremarkable. The external parts were checked. As the piep-sound was more disturbing than the benefit, the pt decided to be explanted. Therefore she was explanted on (B)(6), 2011.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.